Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not working as expected. Customer stated that she was in the water for about 20 to 30 minutes and then the pump was alarming like a car alarm. Customer stated that she took battery out and there was no damage to insulin pump. The insulin pump was making load noise. Customer stated insulin pump was in water it led to the event. Insulin pump was beeping. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damaged electronic assembly. Unable to verify constant tones or beeps due to blank display.